Event description:
Boston scientific received information that this lead, implanted for approximately two months, dislodged. During surgical intervention, the helix was unable to be retracted which resulted in an inability to correctly secure the lead within the cardiac tissue. The lead was explanted and returned for analysis. No resulting adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection of the lead confirmed a cut and conductor coil damage on the lead lumen at 272 mm and 270 mm from the terminal pin, respectively. Lead engineers stated this was most likely due to the removal and tie down, of the suture sleeve. Additionally, blood/body fluid was observed in the neck area and throughout the lead lumen; most likely due to compromised lumen integrity, induced during the explant procedure. The cathode coil was stretched at the helix and the helix observed extended. Analysis conclude no manufacturing anomalies of this product that would have caused or contributed to dislodgement while implanted.

Manufacturer narrative:
(B)(4). Following completion of laboratory analysis, this event will be further updated.

Event description:
--